Event description:
Damaged haptic after implantation. While doctor was implanting the lens, he noticed a tear at the leading haptic optic junction. The tear did not effect the patient in this surgery. Patient health not impacted; patient has recovered and is fine.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. The report includes additional information not available/included in the initial report. Additional information: d9 - added date returned. G2 - added company representative for investigation . G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H3 - indicated device not returned. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: b1pc). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Souk-g115-05). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation. While doctor was implanting the lens, he noticed a tear at the leading haptic optic junction. The tear did not effect the patient in this surgery. Patient health not impacted; patient has recovered and is fine.